Event description:
It was reported that during a vats esophagectomy procedure, during the second, third, fourth and fifth firings, most of the staples were deformed. It is unk how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.